Event description:
It is reported that the pt was revised due to infection in the left knee. During the procedure the surgeon performed an anterior arthrotomy, synovectomy, exchanged the articular surface, irrigated and debrided of the left knee.

Manufacturer narrative:
The expiration date of the articular surface was june of 2008, meaning that at the time of implantation, the device had been expired for over a year and a half. Operative notes were provided which noted copious amount of pus in the joint, and an extremely thickened extensor mechanism. Fibrous purulent material was debrided and bone which was exposed to the pus was excised. No devices or photos were returned for review, so their condition is unk. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. However, the sterility of the device was only valid through the printed expiration date. Package insert instructs not to use the device if the expiration date has been exceeded. A definitive root cause cannot be determined with the info provided. Mfg records were reviewed and found conforming to specs at the time of MFR.